Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working; therefore, a surgical procedure was performed to remove and replace cylinders and pump. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working; therefore, a surgical procedure was performed to remove and replace cylinders and pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited a leak, a hole, and broken fabric threads from wear at its proximal end, along with a detached outer sleeve at the proximal end and wear along its length. The second cylinder exhibited wear at a fold in the middle, proximal, and distal sections, but no leaks were identified. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. The component passed the leakage evaluation. Based on the available information and analysis results, the leak identified in the first cylinder could have caused or contributed to the reported clinical observation.